Event description:
It was reported that the patient wasn't getting any pain relief. The medicine bag was full when it should have been empty. There were air bubbles in the tubing. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Five (5) samples were received for evaluation. Visual and functional testing was performed. Visual inspection found no visual discrepancies were detected. Functional testing found sample tests successfully passed; thus, the failure mode is not confirmed. Other analysis: pump tube height: the samples were tested to measure the height of the pump tube arch and determine if is under or out of spec. Results: four samples of the five samples do not pass the pump tube height measure test. No problem found. Root cause cannot be determined as the samples were successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Device expiration date: 07-jan-2027. H4: correction: device manufacturing date: 17-feb-2022.